Event description:
A pump alarm was reported during the loading process, with the device declaring alarm code 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer attempted to resume insulin therapy but faced recurring cartridge alarms. Consequently, technical support decided to replace the pump and instructed the customer on using an alternate insulin delivery method via multiple daily injections (mdi). Technical support also guided the customer to place the pump in storage mode and return it using a pre-paid label within 10 days.